Event description:
The customer reported system ambient temperature errors after performing system shutdown involving the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) evaluated the instrument at the laboratory and observed peltier temperature errors which resulted from the tubing that came off at pinch valve pv43. The fluid leak damaged the light scatter (ls) preamp and peltier temp card. The fse replaced the tubing and the ls preamp to resolve the ambient temperature errors. The fse also observed a fluid leak from the I-beam tubing at pinch valve pv37. The fse replaced the I-beam tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. There was no injury or adverse effect associated with the fluid leak. The customer had on personal protective equipment (ppe) at the time of the event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. The instrument was returned to normal operation.

Manufacturer narrative:
(B)(4).